Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 12 months post procedure the patient expired. The cause of death was sudden death of unknown and natural cause. The investigator and sponsor assessed that the event was not related to the device or anti-platelet medication.

Manufacturer narrative:
Additional information: cec adjudicated the death as cardiac death. If information is provided in the future, a supplemental report will be issued.